Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that, a physician could not find the ventilator start button because it was hidden by the external power source disconnect alarm. The facility used the device in the emergency room (ER) or the cath lab, mainly for patient transportation. The power source is disconnected frequently and an alert message is displayed. There was no patient involvement.